Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down, and ok buttons were experiencing intermittent response. The patient stated that the buttons required multiple hard presses to respond. The patient denied any damage to the keypad or trauma to the pump. The patient reportedly wore the pump in a pump case attached to a belt and wiped the pump with a cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive; all other keypad buttons responded appropriately. During investigation, evidence of contamination was found under the up arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.